Event description:
Ventilated patient (invasive) in home under home health (msn) nursing supervision. The mother of patient stated she found the on duty nurse away from the patient in another room sleeping. Mother stated she saw visual alarms on ventilator (disconnect sense) on the ventilator and low oxygen percentage flashing on pulse oximeter. Stated she did not remember if she heard any audible alarms. Patient was transported to hospital via ambulance.